Manufacturer narrative:
Additional information was received that no device malfunction was suspected. There will be no further course of action at this time.

Event description:
A report was received that the patient's ipg was non-functional and could not keep it charged. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient's ipg was non-functional and could not keep it charged. The patient will undergo an explant procedure.